Event description:
It was reported that the health care professional (hcp) called for review of device data. Boston scientific technical services reviewed the device data and found there were intermittent pacing spikes on this right ventricular (rv) lead however, measurements were noted to be within range. There were no observations of noise. Technical services discussed possible causes and provided troubleshooting options. At this time, this system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).